Event description:
It was reported that the physician's handheld computer was giving a 'check sum error" when it was checked by a company representative. The representative performed troubleshooting and found that the wand appeared to be causing the problem. The physician had not reported any problems with this programming system prior to the error being found. Product is being returned for analysis, but has not been received by the manufacturer to date.